Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('breakage') and pregnancy with contraceptive device ('birth-complication') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and nausea ("nausea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, tooth disorder and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, nausea, pregnancy with contraceptive device and tooth disorder to be related to essure (ess205). The reporter commented: essure did not caused birth defects. Discrepancy noted in date of insertion- (B)(6) 2006, (B)(6) 2006 patient received treatment for events ¿ pelvic pain, breakage, birth-complication, dental problems, nausea, migration. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received-new events breakage, birth-complication, device ineffective, dental problems, nausea, plaintiff did not undergo essure confirmation test were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('breakage') and perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), tooth disorder ("dental problems") and nausea ("nausea") and was found to have a pregnancy with contraceptive device ("birth-complication"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, device breakage, perforation, pregnancy with contraceptive device, tooth disorder and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, nausea, perforation, pregnancy with contraceptive device and tooth disorder to be related to essure (ess205). The reporter commented: essure did not caused birth defects. Discrepancy noted in date of insertion- (B)(6) 2006, (B)(6) 2006. Patient received treatment for events ¿ pelvic pain, breakage, birth-complication, dental problems, nausea, migration . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('breakage') and pregnancy with contraceptive device ('birth-complication') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and nausea ("nausea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, tooth disorder and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, nausea, pregnancy with contraceptive device and tooth disorder to be related to essure (ess205). The reporter commented: essure did not caused birth defects. Discrepancy noted in date of insertion: on (B)(6) 2006. Patient received treatment for events: pelvic pain, breakage, birth-complication, dental problems, nausea, migration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('breakage') and perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), tooth disorder ("dental problems") and nausea ("nausea") and was found to have a pregnancy with contraceptive device ("birth-complication"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, device breakage, perforation, pregnancy with contraceptive device, tooth disorder and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, device dislocation, nausea, perforation, pregnancy with contraceptive device and tooth disorder to be related to essure (ess205). The reporter commented: essure did not caused birth defects. Discrepancy noted in date of insertion- (B)(6) 2006, (B)(6) 2006. Patient received treatment for events ¿ pelvic pain, breakage, birth-complication, dental problems, nausea, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed in 2009. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.